Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the cartridge was leaking from the canister and a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.